Manufacturer narrative:
(B)(4). It was reported that during a procedure with a thermocool® smarttouch¿ sf bi-directional catheter, the catheter tip got stuck in the mitral valve. The catheter was checked and it was noted that the spring near the tip was broken and became sharp, making the event reportable. The case was completed without any patient consequence. It was stated that the catheter was removed from the patient¿s heart with additional maneuvers. The patient did not require any medical intervention or prolonged hospitalization. The returned device was visually inspected upon receipt and it was found in normal conditions. Catheter dome, rings, transitions, pebax area and tip were found free of damages. No sharp edges or broken parts were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure with a thermocool® smarttouch¿ sf bi-directional catheter, the catheter tip got stuck in the mitral valve. The catheter was checked and it was noted that the spring near the tip was broken and became sharp, making the event reportable. The case was completed without any patient consequence. It was stated that the catheter was removed from the patient's heart with additional maneuvers. The patient did not require any medical intervention or prolonged hospitalization.